Event description:
It was reported that the customer was hospitalized three times within a year with diabetes ketoacidosis. The blood glucose reading was 315mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The mother stated that her son changed the infusion set and bolused, his glucose level came down. Then the mother gave another bolus, and it did not deliver the full amount as well the device did not alert him when the bolus was not delivered. Checked the bolus history and found some anomalies. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.